Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention may take place to address the issue.

Event description:
It was reported the patients ipg is inoperable. Troubleshooting was unable to resolve the issue.